Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inadequate tissue ingrowth is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. The physician discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing will be done. These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Health care professional reported removal of completely unincorporated seri surgical scaffold after it was placed to support bilateral breast reconstruction. The physician indicated that the event may have been caused by an immunogenic response to the seri device.